Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may have failed to shock the patient as required before the patient died. It is unclear if the device contributed to the patient's death. The device was explanted and will be returned for analysis.

Manufacturer narrative:
The device is scheduled to be returned to boson scientific for analysis. When further information becomes available, this event will be updated.